Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microlance¿ 3 needles, a patient had to be pricked 3 times due to a blood leakage at the connection site. The following information was provided by the initial reporter: the emergency department has just informed us of leaks at the base of the needle at the level of the base-needle connection, with the consequence that a patient had to be pricked 3 times because of blood leaks at this level.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evalution: yes. D.10. Returned to manufacturer on: 30-jun-2022 h.6. Investigation summary: three samples were received by our quality team for evaluation. The needles were assembled with a bd emerald syringe. The team assembled the needle with the syringe following regular practices, positioning the hub in the syringe tip with a slightly rotational movement. There was no leakage observed with the needles examined. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Considering the available information ¿leaks at the base of the needle at the level of the base-needle connection¿, the quality team understands a defective hub connection issue occurred. Based on the customers experience, this issue could probably be of a defective connectivity of the needle and syringe, but it could also be related with the handling of the product as some insufficient adjustment between the devices by the end user. On the other hand, the probability of having some damaged needle causing detachment is very low based on the preventative measures and sampling inspection plan. Evalution: yes.

Event description:
It was reported that while using the bd microlance¿ 3 needles, a patient had to be pricked 3 times due to a blood leakage at the connection site. The following information was provided by the initial reporter: the emergency department has just informed us of leaks at the base of the needle at the level of the base-needle connection, with the consequence that a patient had to be pricked 3 times because of blood leaks at this level.